Event description:
Device was implanted in the sfa. The last end of the distal hep could not be opened. The line ruptured from the extra force. A 9 fr sheath was then used to help open the device. The device shortened to 7cm after pushing it with the sheath.